Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): blue-handle-stop-cock and green-handle-stop-cock was separated without force. There was no damage/scratch on the appearance. And there was adhesion trace at the joint point. (B)(4).